Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when attempting to deploy the stent in the bile duct , the suture did not release and the stent could not be deployed. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4): the delivery system and stent were returned for evaluation with the stent detached from the delivery system. The suture was found detached from the push catheter and was not returned. Visual evaluation of the device revealed the push catheter to be torn from the suture hole to the distal end. The proximal end of the push catheter was buckled. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was not returned. The broken distal section of the guide catheter was found inside the delivery system and was removed for visual analysis; no suture impression (kink) was noted. Visual evaluation of the stent revealed white residue present on the distal end. Analysis of the residue determined the substance was likely generated from the procedure and did not contribute to the complaint event. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.